Manufacturer narrative:
The device was not returned for evaluation and there is no evidence to suggest there was a device malfunction. A review of manufacturing records confirmed that the device met specifications prior to shipment. Device discarded by hospital.

Event description:
The lariat was used to close the laa per the physician's discretion. After tensioning the device a second time, a slight effusion was noticed on the angiogram evidenced by slight contrast coming from the base of the laa. The patient was stable. Two cell saver units of blood was given to the patient.. The effusion appeared to resolve. Per the physician, the patient was doing well.